Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been fully loaded. Customer¿s blood glucose value was between 100-115 mg/dl. Reportedly, the customer was able to resolve the issue and continued to use the pump for insulin therapy.